Event description:
It was reported to the manufacturer that on (B)(6) 2025 the patient (female, vent-dependent 24 hours daily, non-invasive) was receiving therapy via the trilogy evo. It was reported that the patient had lost consciousness during therapy, requiring urgent transportation to an institutional hospital where the patient had recovered and regained consciousness the same day. Further investigation found that the patient's husband had mistaken the alarm tone that indicates an "obstruction" alarm for the "alarm" tone that would occur to indicate a power loss. The device was noted to have performed as designed with the circuit disconnection and obstruction alarms triggering appropriately and audibly during the event, but due to the patient's husband's misunderstanding of the alarm tones, appropriate actions were not immediately taken to rectify the alarm conditions. Education was provided to the patient's husband (caregiver) with understanding and comprehension confirmed as a result of failure by a caregiver to appropriately discern and respond to alarm conditions.